Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was obtained. An xray was performed that did not confirm the lead fracture.

Event description:
- -

Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this atrial lead was hospitalized due heart failure symptoms. When this system was interrogated, high out of range impedance measurements were observed. It was thought this lead was fractured. Sensing was reprogrammed until a replacement procedure was performed. A revision procedure was performed. This lead was surgically abandoned and replaced. No further patient symptoms were reported.